Manufacturer narrative:
Two devices were received; no identification was on either of the devices. Returned for eval were the following items: 2 applicators, 2 trocans (one appears used), 2 spikes (1 appears used), 4 guides, 4 dialators (1 still has a ring on it), 2 trocan covers. Device 1 was returned in the fire position 1. The tongs move smoothly and freely, no binding observed. The tong ends aligned properly, the ends are polished smoothly. Both inner and outer shaft ends are smoothly polished. The trigger operates smoothly, no binding observed. Two ring bands were loaded onto the applicator and the bands fired one at a time as designed. Device performed according to MFR's specs. Device 2 was returned in fire position 1. Tongs move freely and smoothly, no binding observed. Tong ends are properly aligned, noted on the long tong leg, 2 small impressions on side of leg, both ends are polished with no burrs noted. Inner shaft end polished smooth, outer shaft does have some scuff marks. Trigger operates smoothly. Two ring bands were loaded onto the applicator. The bands fired one at a time as designed. Device performed according to MFR's specs.

Event description:
During a tubal ligation procedure, the surgeon states that the applicator would not advance the ring. Another applicator kit was tried with the same result. The surgeon had to cauterize the fallopian tubes rather than use the rings. The procedure was completed with no pt harm.